Manufacturer narrative:
Investigation summary: it was reported syringes were received without print. A photo was provided for evaluation by our quality team but is not applicable to the material number provided. A photo or physical sample is required for a more thorough evaluation and potential root cause determination. As the lot provided is 'unknown,' a device history record review could not be completed. A lot number would be required to make a corrective action determination.

Event description:
It was reported while using bd syringe 3ml ll euro 200 s/c there were scale marking issues. This occurred 142 times. There was no report of patient impact. The following information was provided by the initial reporter: to date, we found 142ea without print, and our production is still checking part of the batch.

Event description:
It was reported while using bd syringe 3ml ll euro 200 s/c there were scale marking issues. This occurred 142 times. There was no report of patient impact. The following information was provided by the initial reporter: to date, we found 142ea without print, and our production is still checking part of the batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 03-mar-2023. H6: investigation summary: it was reported syringes were received without print. To aid in the investigation, twenty-two loose samples and one photo were provided for evaluation by our quality team. The photo provided shows units that are not applicable to the information provided for this complaint. The samples received are loose syringes with no scale markings. The condition observed is non-conforming per product specification and associated with the scale marking process. As the lot provided is 'unknown,' a device history record review could not be completed.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe 3ml ll euro 200 s/c there were scale marking issues. This occurred 142 times. There was no report of patient impact. The following information was provided by the initial reporter: to date, we found 142ea without print, and our production is still checking part of the batch.